Manufacturer narrative:
The customer reported that the bedside monitor was not giving the correct readings for the parameters set. The unit was evaluated and the reported problem could not be duplicated through testing, troubleshooting, and extended operation of the device. Customer was notified that the issue could not be duplicated. Unit was sent back to the customer.

Manufacturer narrative:
The customer reported that the bedside monitor was not giving the correct readings for the parameters set. The unit was evaluated and the reported problem could not be duplicated through testing, troubleshooting and extended operation of the device. We are currently waiting to contact the customer to request additional information. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the bedside monitor was not giving the correct readings for the parameters set.